Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Update reportable field to yes.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged possible over delivery, high bgs, ems dispatched, visit to emergency room and was hospitalized for low bgs found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to care link. In further full review of the pump history/traces on the event date of sept 29, 2021, there was no unexpected alarms/suspends and found bolus wizard deliveries of dailytotalofbolusinsulindelivered = 25.8 u. 09/29/2021 09:21:17.000 normalbolusdelivered, normalbolusamountprogrammed = 7, bolusamountdelivered =7, 09/29/2021 13:28:12.000 normalbolusdelivered, normalbolusamountprogrammed = 9.6, bolusamountdelivered = 9.6 09/29/2021 19:22:04.000 normalbolusdelivered, normalbolusamountprogrammed = 9. Bolusamountdelivered = 9.2. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for possible over delivery was not confirmed. Analysis identified product meets specification? Yes medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and low glucose level. The customer¿s blood glucose level was 400-500 mg/dl. The customer¿s current blood glucose value was 257 mg/dl. The customer did allege over delivery on insulin pump. The customer was in the emergency room. The insulin pump will be returned for analysis.